Manufacturer narrative:
(B)(4): a visual and microscopic examination identified distal stent damage. Struts on rows 1 to 6 were pushed distally and raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subject to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The lesion was pre-dilated with a non-bsc balloon. The 100% stenosed lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad). The 2.50x28mm taxus liberte stent delivery system (sds) was advanced to the target lesion but was unable to cross. The procedure was completed using another of the same device. There were no patient complications and the patient's condition was listed as "good." However, the returned product analysis revealed stent damage.